Event description:
It was reported that the patient had a pocket revision due to charging difficulties. The physician made a more shallow pocket for the device. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.